Event description:
Updated summary: information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 38 mg/dl at the time of the event and was treated with food and glucose tablets. The current blood glucose was unknown. The customer was reporting no symptoms related to their low bg. Troubleshooting was performed. The auto mode feature was not active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It was also reported that the reservoir was showing more insulin than shown on status. No further patient complications were reported. It was unknown whether the customer continued to use the insulin pump and reservoir. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The initial report was submitted in error as the reservoir is not reportable for over delivery. Also, the narrative summary is updated with this report. Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 38 mg/dl at the time of the event and was treated with food and glucose tablets. The current blood glucose was unknown. The customer was reporting no symptoms related to their low bg. Troubleshooting was performed. The auto mode feature was not active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It was also reported that the reservoir was showing more insulin than shown on status. No further patient complications were reported. It was unknown whether the customer continued to use the insulin pump and reservoir. The insulin pump and reservoir will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.